Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to corroded motor homeswitch. Unit received with cracked battery tube threads. Unit received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported motor error alarm. Customer also stated they had stopped using the insulin pump and then went back to it and it was working fine. Customer is advised to disconnect from the insulin pump while a replacement insulin pump is being shipped. No additional information is provided.